Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed internal driveline wire damage that would have contributed to the reported low speed and pump stoppage events captured in the submitted log file. (B)(6) was returned assembled with the driveline (dl) severed approximately 2.5¿ from the pump housing. The distal portion of the dl was returned in two segments measuring approximately 10.5¿ and 26¿, respectively. Evidence of a previous driveline repair was observed on the 26¿ dl segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of any depositions or thrombus formations that would have contributed to a functional issue. The returned portions of the driveline were tested for electrical continuity and all wires were found to be electrically intact. Visual inspection of the 10.5¿ dl segment wires confirmed breaches to the insulation of the red, orange, brown, black and green wires approximately 0.5¿ from the proximal-end. Further inspection of the 10.5¿ dl segment revealed breaches to the insulation of the green, red, brown, and orange wires approximately 6.5¿ from the proximal-end, as well as the black and red wires approximately 7¿ from the proximal-end. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining wire portions revealed no obvious signs of damage to the wires or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the green, red, orange, black or brown wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit, the resulting short to ground would have resulted in the low speed alarms and pump stops that were confirmed through the submitted log file. Similar events would have occurred if the exposed conductors of any of the wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to either the power module/mobile power unit or battery power. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The heartmate ii lvas IFU, (document (B)(4), rev. H) and the heartmate ii patient handbook (document (B)(4), rev. G) are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was a previous percutaneous lead repair reported under MFR # 2916596-2017-03041. The controller exchange for the controller fault was reported under MFR. Report #2916596-2020-01201. The second controller exchange was reported under MFR. Report #2916596-2020-01265. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had low speed advisories and pump stop events, and received a controller exchange on (B)(6) 2020. Log file analysis captured 14 pumps stops and 7 low speed advisories on (B)(6) 2020, followed by a driveline disconnect indicative of a controller exchange on (B)(6) 2020. The pump stops/low advisories are indicative of issues with the percutaneous lead. It was communicated that a full length driveline repair was performed on (B)(6) 2017 and that there was not enough room for a second lead repair attempt. It was reported that patient underwent a pump exchange procedure on (B)(6) 2020. It was communicated patient had no apparent symptoms other than faintness during pump stoppage, no weight loss or recent trauma, and the reason for controller exchange on (B)(6) 2020 was due to a critical controller fault. An alarm occurred immediately before a pump exchange while in the perioperative area, and another controller exchange was performed.